Event description:
The customer reported to olympus, the brush cleaner did not go through the handle of the evis exera ii gastrointestinal videoscope. The issue was detected during reprocessing. During the during diagnostic gastroscopy procedure, the physician had difficulty getting the forceps through the biopsy channel. The intended biopsy procedure was completed without a problem. After the examination, the nurse failed to perform the pre-washing of the device since the physician was unable to aspirate. After the procedure, in the reprocessing room, the brush cleaner did not pass at the height of the handle. No harm or infection to the operators or patient was noted. The device was inspected prior to use and no abnormalities were noted. During the evaluation of the device, it was noted the biopsy channel was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the biopsy channel was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to clogging of the channel tube, the tube cleaning brush could not be inserted. The air/water cylinder and suction cylinder had discoloration. Due to deformation of scope connector cover unit and scope connector, water tightness was lost. The electrical connector had corrosion due to water leakage. Due to a scratch on plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The objective lens and light guide lens had a crack. The connecting tube had a cut. The universal cord had buckling. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the biopsy valve may have broken and partly fallen off when forceps was passed. However, the root cause of the biopsy valve breakage could not be determined. Olympus will continue to monitor field performance for this device.